Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device delivered defibrillation shocks to the patient via electrode pads successfully; however, when the device was switched to pace mode, the device had no pacer output.